Event description:
Please refer to importer report #: (B)(4).

Manufacturer narrative:
The power supply unit was returned to the resmed technical service center in (B)(4) and a preliminary eval was performed. The eval confirmed the psu failure and replaced it to address this issue. Resmed's risk analysis concludes that the risk is acceptable. Resmed ref#: (B)(4).